Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 system that there was a false positive. No patient impact reported.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 system that there was a false positive. No patient impact reported.

Manufacturer narrative:
H6: investigation summary: catalog # 445870, s/n (B)(6): the customer reported that samples are false positives. No patient impact was reported. A field service visit was performed and it was reported that the increased false positives were due to a change in formulation during sample preparation and site training was needed. The root cause cannot be determined. There was no malfunction of the instrument reported and as such this is an unconfirmed complaint. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.